Event description:
Information received from the field does not address the patient's clinical status but notes that lead impedances could not be measured and that the rate varied with magnet application.